Event description:
It was reported that the user paired a continuous glucose sensor but received no readings after inadvertently selecting the wrong sensor type in the pump settings and attempting to pair as libre 3+ instead of dexcom g7. Symptoms included no sensor glucose data displayed on the pump. Outcomes included no alerts or alarms, no reported adverse events, and no impact to blood glucose levels. Investigation included remote troubleshooting and user education to correct the sensor type, re-pair the dexcom g7, and review pairing and warmup expectations. Investigation of this case revealed user setup error resulting in an incorrect sensor-type selection that prevented data acquisition, resolved by toggling to the correct dexcom g7 setting and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed through troubleshooting and education.